Event description:
It was reported that the collimator on the 9900 system closed down during a case and required reboot to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function pcb. The system was tested and found to be working as intended and placed back into service.